Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness, near syncope and bradycardia. High thresholds, no capture, undefined high impedance and confirmed fracture were noted on the right ventricular (rv) lead. Diagnostic testing was performed and the lead was capped and replaced. No further patient complications have been reported as a result of this event.